Event description:
Two epac-2 had incorrect charging cord for battery charger and the adapter to the plug the compressor into the wall was not an american plug. It was discovered upon opening the package.